Event description:
It was reported that two 500cc mentor memorygel breast implants were both identified to be foggy intra-operatively, so the doctor did not feel comfortable implanting them. This resulted in a 30-minute procedural delay that caused for unnecessary additional anesthesia. The procedure was completed with another set of unspecified implants without any adverse effect to the patient. The contralateral device will be reported under mrn:

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation within its sealed thermoform. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample determined that the gel on the smooth hpg, 500cc breast implant was not found to be cloudy, foggy, or opaque. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable discoloration. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).